Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to b5, d5 (olympus technician),e1/establishment name: olympus, remove reporter name and address, and h8. Correction to the g3 of the initial medwatch. The aware date should be 27-may-2024. Correction to h6: remove impact code: 2199-no health consequence, remove medical device problem code: 2896-communication or transmission problem, remove investigation findings code: 213-no device problem found, remove investigation conclusions code: 4315-cause not established. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is surmised that ¿front panel and keyboard cannot be operated, and there is no image output¿ occurred due to faulty printed circuit boards. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, the video system center had no image. There were no reports of patient involvement.

Event description:
The customer reported to olympus the evis lucera elite video system center displayed scope communication error (e532) message. There were no reports of patient harm associated with this event. Upon device return and evaluation, it was observed that there was no image which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be reproduced. During the evaluation it was observed that there was no image output due to failure of the printed circuit board, which as a result prevented operation of the front panel and keyboard. Lastly, corrosion was observed on the surface of the printed circuit board. This report is also being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the image issue could not be identified. This concludes our investigation. Olympus will continue to monitor field performance for this device.